Event description:
Boston scientific received information that patient implanted with this implantable cardioverter defibrillator (ICD) had a syncopal event while visiting a sick family member in the hospital. There were no allegations towards device involvement.

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This device is included in the mid-life display of replacement indicators (november 27, 2007) advisory population. This issue is discussed in the q2 2010 product performance report.

Manufacturer narrative:
The electrocardiogram, nuclear, and vital signs were normal after the event. Fluids were pushed and encouraged the patient to sit when feeling dizzy. As of today, the available information suggests this device remains in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. The device eventually was explanted for normal battery depletion and returned for analysis. Initial analysis revealed a device anomaly. Detailed analysis is pending.